Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker system implant procedure. During the procedure, while implanting the left ventricular lead, it was noted that the suture sleeve of the left ventricular lead split. The damaged suture sleeve was removed and replaced. The patient experienced no consequences.